Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and received critical pump error alarm. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
The pump was received with a blank display due to cracked lcd glass. The pump was cut open for visual inspection and to swap a pcba 1 (due to cracked lcd glass). Swapped a test pcba 1 and after battery installation the pump powered up with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history and trace files using thump. Per global logic analysis: open book due to failed lcd test in bootloader. Possible hw. Error while re-initializing himax alcd display. According to register dump hardwareerroralarm (63) fault was triggered by system_hw_error_check macros in function h_dvclcd_reinit in file h_dvclcd.c. Function h_dvclcd_test returned false, which means test that sends inversion on command and verify status of the lcd that lcd understands the sent command failed. After hw reset pump restarted and before starting main application bootloader runs a set of tests. According to error log lcd test failed 4 times. No damage or moisture damage noted on pcba 2, motor, or force sensor noted during the visual inspection. The force sensor zero offset is within specification (24.3 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label fading, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. Blank display is confirmed due to cracked lcd glass. Critical pump error (open book image) alarm is confirmed. Per global logic analysis: open book due to failed lcd test in bootloader, fault is isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.